Event description:
The physician was using an integrity over the wire (otw) bare metal stent for treatment of a calcified, tortuous lesion. The device failed to cross the lesion and on removal of the device it was noted that the stent struts were damaged. Another stent was used to treat the lesion successfully. There was no patient injury or no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (failure to deliver stent/stent deformation). Patients condition affected effectiveness of device (calcified/tortuous lesion). (Device not received for evaluation). Conclusion results - device failure/lack of effectiveness related to patient condition (calcified/tortuous lesion).